Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that autobipolar would not shut off during test and service. The customer was testing the autobipolar feature with the settings set to footswitch 0.0 sec and a resistance of 2200. The unit would activate as soon as the footswitch was depressed but when the customer disconnected one of the cables from the load to break the loop, the generator continued delivering energy.

Manufacturer narrative:
(B)(4). The device was received and the investigation found the complaint of bipolar would not shut off was confirmed. The investigation isolated the failure to the control board, but a root cause was not identified. The control board was replaced to address the condition.